Event description:
It was reported that the patient presented with an atrial lead that was over-sensing noise that caused multiple instances of inappropriate automatic mode switch (ams). The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of noise and mode switch was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the outer coil to be compressed at suture sleeve tie down region. An internal short was noted at the suture sleeve tie down impression region. Further analysis found the inner insulation to be damaged at 16.3 cm from connector pin exposing the inner coil at the suture sleeve tie down region. The reported event of noise was isolated to the exposure of the inner coil due to the over-tightening of the suture sleeve.